Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the initial report, patient 472 in the on-x post approval study experienced a cardiac tamponade on (B)(6) 2020, on the same day as the on-x implant surgery. The patient required reoperation. The event outcome was documented as fully recovered.

Manufacturer narrative:
Additional information was received from adjudicator, dr. (B)(6), stating: "[patient] had a post-op pericardial tamponade after avr. Per the definitions in the aats / sts guidelines, bleeding associated with major trauma or a major operation should not be reported as bleeding. Such complication is therefore considered related to the surgical procedure rather than to the valve." Per medical device reporting for manufacturers - FDA guidance for industry and food and drug administration staff, section 2.16 an MDR report is not required when "you have information that would enable a person who is qualified to make a medical judgment to reasonably conclude that your device did not cause or contribute to a death or serious injury, or that a malfunction would not be likely to cause or contribute to a death or serious injury, if it were to recur." Therefore, further investigation is not warranted.